Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the scs system was explanted and replaced with 4 leads and ipg. Postoperatively effective therapy was reported.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 4. Reference MFR. Report: 1627487-2019-05822; 1627487-2019-05824; 1627487-2019-05828. It was reported the patient's scs leads were superficial to the skin in the form of a knot. No diagnostics have been performed at this time.